Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under mft report# 2916596-2018-00433. This report is being submitted as additional information. Approximate age of device - 1 year and 2 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported elevated ldh and suspected pump thrombosis could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 15:54:14 through (B)(6) 2018 at 14:29:19. No hazard alarms were captured for the duration of the file. Pump speed was set to 9000 rpm, power ranged from 5.1-6.5 w, estimated flow ranged from 4.7-7.6 lpm, and average pi was between 4.2 and 9.4. No notable trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to function as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) was in the 1000 u/l. The patient also had blood in urine. There was concern of pump thrombosis. Log file analysis revealed parameters consistent with device thrombosis. Additional information was requested, but none provided.